Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). Additional patient information added to section b5 - describe event or problem.

Event description:
The customer observed a false positive alinity I total b-hcg for one patient that was not reported out of the laboratory. The following results were provided (reference range 5 - 24.99 miu/ml): sid (B)(6), (B)(6) 2024, initial result= 26.2 miu/ml; repeat result= <2 miu/ml results were confirmed on the other analyzer. Update: additional information was provided on 02sept2024. Sid (B)(6), (B)(6) 2024, initial b-hcg result= 8.50 miu/ml; repeat result <2.42 miu/ml. Sid (B)(6), (B)(6) 2024, initial b-hcg result= 10.04 miu/ml; repeat result <2.42 miu/ml. Sid (B)(6), (B)(6) 2024, initial b-hcg result= 11.61 miu/ml; repeat result <2.42 miu/ml. Sid (B)(6), (B)(6) 2024, initial b-hcg result= 7.00 miu/ml; repeat result <2.42 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive alinity I total b-hcg for one patient that was not reported out of the laboratory. The following results were provided (reference range 5 - 24.99 miu/ml): initial result= 26.2 miu/ml; repeat result= <2 miu/ml results were confirmed on the other analyzer. There was no impact to patient management reported.

Event description:
The customer observed a false positive alinity I total b-hcg for one patient that was not reported out of the laboratory. The following results were provided (reference range 5 - 24.99 miu/ml): sid (B)(6), on (B)(6) 2024, initial result= 26.2 miu/ml; repeat result= <2 miu/ml; results were confirmed on the other analyzer. There was no impact to patient management reported.

Manufacturer narrative:
Update to section a1 - patient identifier from multiple to (B)(6). Update to section b5 - describe event or problem, upon further investigation, the additional patient data is no longer reportable due to gray zone results. Update to section h4 - device mfg date from 3/15/2024 to 3/14/2024. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 62017ud00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trend regarding commonalities for lot number 62017ud00 and issue. Device history review did not identify any related nonconformances, potential nonconformances or deviations associated with the lot number 62017ud00 and complaint issue. In house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent, lot 62017ud00 was identified.